Event description:
This was a percutaneous case. Pt presented with calcified iliac vessels measuring approx 7mm with calcium (approx 9mm adventitia to adventitia); 45-60 degree angulation throughout the vessels with chunks of calcium in the angulation. The vessels were predilated with balloons. The physician was unable to advance the 28-16-120bl bifurcated delivery system through the iliacs. The device was removed, and the physician ran a dilator up, however, the dilator would not pass through the iliacs either. The decision was made to convert the pt to open repair. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Model, lot and exp date will be provided at a later time. Device manufacture date will be provided at later time. Review of lot records/work orders, prior reports. No issues were noted. Pt had calcified iliac vessels prohibiting access.